Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter compared to another meter (onetouch ultra2), performed within 30 minutes of each other. The comparisons were "273 v 232 mg/dl" and "91 v 50 mg/dl". This complaint is being reported because one of the reported comparisons does not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.